Event description:
It was reported while using the bd phoenix¿ pid the user noted a discrepancy when comparing identifications results of the panel and maldi. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel pid (catalog number 448008) batch number 4326615. Customer returned phoenix generated lab reports were provided for the investigation. The lab reports show multiple identifications when using the complaint batch. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolates staphylococcus epidermidis pos 3644 and staphylococcus hominis pos 2994 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pid the user noted a discrepancy when comparing identifications results of the panel and maldi. No health impact or consequence reported.